Manufacturer narrative:
A product history review could not be performed since complaint lot number is unknown. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, the gold markings from four different catheter models, have been dislodging during surgery. According to the customer, there is an ¿ongoing issue¿ with the gold markings rubbing off the pig tail stents during use.

Manufacturer narrative:
Complaint conclusion: during an unknown procedure, the gold markings dislodged from a 5f diagnostic 65 cm mb pig 8sh catheter. No other information was provided. The device was returned for analysis. One non-sterile cath mb 5f pig 65cm 8sh diagnostic catheter was received coiled inside a plastic bag. Per visual analysis, the catheter showed 5 marker bands (mb13 and mb17 ¿ mb20) moved from their original place. Marker bands 1 to 12 and 14 to 16 remained in their original positions. Also marks from the bands were found on the catheter that show all marker bands were originally placed in the correct position. Per dimensional analysis, the catheter length was found within specification. The catheter¿s inner diameter (ID) and outer diameter (od) of the body shaft was found within specification. Per functional analysis, a .038¿ emerald guide wire lab sample was inserted into the catheter via the tip. Emerald guide wire was stopped at 15.8cm from distal end due to the marker bands being out of position at this point. The distal section of the device was observed under a vision system and the marker band marks on catheter¿s surface did not exhibit evidence of damage (scratches, peelings, abrasions, etc.). Product history review could not be performed since the device lot number is unknown. The device did not present with any obvious indication of a manufacturing defect or anomaly that could contribute to the event as reported. The product analysis results do not suggest that this issue can be related to the manufacturing process. The event reported by the customer as ¿marker band (supertorque) - dislodged¿ was not confirmed due to all five marker bands being present on the catheter; however, they were noted to be moved from their original place (moved/out of position). The exact cause of the marker bands moved/out of position could not be conclusively determined during the analysis; however, based on the limited information available for review, procedural or handling factors may have contributed to the event as evidenced by marker band marks indicating their original positions on the catheter. According to the instructions for use (IFU), which is not intended as a mitigation, ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter.¿ no actions will be taken at this time since measurements were found within specification and marker band marks show that all marker bands were placed on the correct position at one point. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Additional information indicated that only one (1) device failure occurred not four (4). The customer experienced the gold markers on the device moving and ¿stacking up¿, creating difficulties for the calibrating process during an evar procedure (endovascular aortic repair) and for the removal of the catheter via the intra arterial femoral sheath. The 14f sheath that was being used had to be slightly removed from its initial position. The catheter was eventually removed and the procedure was successfully completed.